Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was damaged. The catheter was inserted into the patient in the hospital on (B)(6). On (B)(6), the catheter was found broken while the patient took a bath in the same hospital. The shaft of the catheter was fixed to the patient's body with tape prior to that happening. The catheter broke outside of the patient.

Manufacturer narrative:
The reported issue was confirmed; however, the cause is unknown. Per visual inspection, the shaft was broken at the bifurcation site. A section of shaft was observed inside of the funnel (molded). Per dimensional evaluation the catheter was found within specification, no manufacturing deficiencies were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter was damaged. The catheter was inserted into the patient in the hospital on january 26th. On february 9th, the catheter was found broken while the patient took a bath in the same hospital. The shaft of the catheter was fixed to the patient's body with tape prior to that happening. The catheter broke outside of the patient.